Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
(B)(4) mayfield skull clamp was being used during an unspecified procedure. The event was described as follows: the swivel lock did not hold and the pt's head fell. It is not known if an injury occurred as a result. The clamp will not be returned for an investigation. Additional clinical information has been requested.